Event description:
It was reported that small particles were observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a single white polymeric appearing particle morphologically consistent with fill port material was observed inside the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.